Event description:
Pt went in for hernia surgery. Now pt experiencing numbness, tingling from right knee up to groin area. Plus now a lump has developed on his testicle. Pt has been back to doctor on numerous occasions and no real plan to correct the issues. Doctor wants to either send pt to a pain specialist, or go in and hope they can relocate mesh patch (parietex mesh patch used) or pt just lives with pain. Which now the pt is in worse shape than before the hernia surgery. Our concerns are the pt has been done wrong by the physician and now the pt is supposed to just deal / live with the nerve damage caused by this physician and also all avenues the physician is suggesting will cost more money to the pt plus wages lost due to time off work. (B)(6).